Event description:
It was reported that a patient was hospitalized in the ccu (critical care unit) due to altered mental status (psychosis and hallucinations). The healthcare professional (hcp) suspected but could not confirm neurotoxicity due to prialt. The primary cause of the adverse event was reported as ¿baseline psych versus prialt exacerbation.¿ a manufacturer¿s representative was asked to help the hcp turn the pump to the minimum rate so the pump was reprogrammed to decrease the dose on (B)(6) 2014. It was unknown whether diagnostic testing or troubleshooting was performed. The issue was not resolved at the time of this report. The pump was used to infuse prialt (ziconotide) and dilaudid. No outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. (B)(4).